Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a customer that there is a loss of seal on some of the 3ml bd luer-lok¿ bulk non-sterile syringes causing the medication/contrast to leak out while injecting. There was no report of injury or medical intervention.

Manufacturer narrative:
Manufacturing dates: 06/08/2017 to 06/10/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. A quality notification was issued for damaged barrels not affecting function during production of this batch. Product was requalified per applicable aql. Batch 7157515 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. It is unclear by the complaint description what type of defect the customer is describing. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Conclusion: bd was not able to confirm the customer¿s indicated failure mode. Unable to determine a root cause.